Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Subsequently, the pump shut down. The customer's blood glucose level was over 500 mg/dl and was addressed via manual injection. Reportedly, the customer reverted to manual injections for alternate insulin therapy.